Event description:
It was reported the patient was enrolled in a clinical study. A right thumb arthroplasty with a nugrip prosthesis implant was performed (B)(6) 2010. "The patient had no reported problem for 1.5 years and then experienced "some pain". It was noted there was loosening in the prosthesis and malalignment. She was then in a motorcycle accident and this became painful. It was obvious that the implant was loose. There was sliding to the implant, as well into the trapezium, as compared to previous films. A revision and implant removal surgery was performed on (B)(6) 2012."

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.